Manufacturer narrative:
Batch review performed on 03 nov 2015: lot 151390: (B)(4) items manufactured and released on 06 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On 04 nov 15 it was prepared a final report: on the basis of the information provided (neither xrays nor explants were available), no root cause for the bone fracture could be hypothesized. On the same day it was sent to the initial reporter and the case was closed. Not available.

Event description:
The patient had a post-operative visit 3 weeks after primary surgery ((B)(6) 2015). At that time the surgeon noticed a fracture of the femur. Two weeks later ((B)(6) 2015) the patients stem, head and liner were revised. Explants will not be available. X-rays will not be available.